Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2006 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation procedure a week prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon popped inside of the patient. The device was removed from the patient and the procedure was successfully completed with another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event.